Event description:
Boston scientific (formerly guidant) received information that this patient received abdominal aortic aneurysm (aaa) repair via an ancure endograft system. Seven years post implant, the native aortic neck near the top of the endograft gradually dilated. The physician noted there was still a good seal between the endograft and aorta, no endoleaks were noted and the aaa was unchanged. The ancure endograft will be monitored by the following physician. To date, no further adverse patient effects were reported.

Manufacturer narrative:
This endograft remains implanted. No additional information is available at this time. If additional information becomes available, this event will be updated.